Event description:
It was reported that a wireless battery module had burn damage to components within the module. It was also reported there was no patient injury.

Manufacturer narrative:
Manufacturer ref. No. : (B)(4). The device was returned to baxter and an evaluation was performed. This evaluation could not confirm nor reproduce the reported symptom. No evidence of heat or burn damage was present. However, the evaluation revealed corrosion on the wireless module flex radio printed circuit board as a result of fluid intrusion, rendering the unit irreparable. The device was retired.